Manufacturer narrative:
Conclusions: the device investigation revealed mechanical damage to the stimulator housing and electronics that is typical for severe external impact to the housing. The problems described in the patient report appear to match the damage found. This is a combined initial and final report.

Event description:
It was reported that in situ measurements showed that the device had malfunctioned and that when trying to stimulate the patient with high levels no response was observed. No accident or injury was reported by the patient. The patient was re-implanted. It was stated in the device explantation report that a broken implant housing was observed before device removal. It was also stated that the reference electrode and the active electrode lead were severed during removal surgery.